Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient is having same issue as back in may 2021 where the ins could not be read by the hcp's tablet and a second tablet. The patient had been doing well and the patient had not been seen or had their ins interrogated by the hcp between the diagnostic reset appointment and the day they had issues. The patient could still make communication to ins and therapy was still on but because they have a limit on the patient's programming, further titration with the pp cannot be done. The patient feels he uses the pp about 1-2 times per month. They are comfortable with group changes and increasing amplitude but haven't used it since they limited out on upper amplitude. Potential sources of emi were reviewed but there was nothing environmental that they could come up with.

Manufacturer narrative:
H6/10. Please note that the codes have been updated to reflect that this event is no longer reportable for serious injury as device explant/replacement is no longer planned due to the issue having been resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was never explanted. Engineers met with the patient on (B)(6) 2021 and the tel-m application was able to successfully connect to the ins via the communicator. As a result of using the tel-m application, the patient's ins was reset. After the reset, the patient application and clinician applications were able to successfully communicate with the patient's ins. The patient's stimulation settings were confirmed and all is well with the patient. There will be no explant/replacement and no device return.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that the reason for the explant is that the patient only had two programming sessions prior to the start of the telemetry issue and therapy had not been optimized. They had limited programs put in place to start. The patient is doing well overall, but it was thought that further optimization is possible to reduce tremor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. An engineering team met with the patient on (B)(6), 2022. The device was rest and was then able to successfully connect to the ins via communicator. Logs were received. The patient's ins was able to be reset using the tel-m ins reset command. After the reset, the clinician and patient applications were able to successfully communicate with the patient's ins, and the patient's stimulation settings were confirmed.

Manufacturer narrative:
Correction - the information submitted in regulatory report # 3004209178-2021-08792 does not pertain to this event/patient and was submitted in error. Please see regulatory report # 3004209178-2022-03988 for this information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient provided a list of tests/environments that they underwent since their visit in august for potential emi review. The information provided did not identify any environmental source that would cause the ins to get into this state. The engineering team met with the patient on (B)(6) 2021 and the tel-m application was able to successfully connect to the ins via tm91 communicator allowing for the patient's ins to be reset. After the reset, the clinician therapy application and patient therapy application were able to successfully communicate with the ins and the patient's stimulation settings were confirmed. Logs were received and reviewed, which did not indicate any unusual interaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician wasn't able to connect the communicator to the patient¿s percept. She was able to communicate with other patients¿ batteries after his. The healthcare provider (hcp) was also unable to connect the communicator to the tablet. They turned bluetooth on and off, checked the batteries in the communicator, plugged the communicator cable in and tried to connect but the far left tablet light kept flashing orange. They stated the tablet that had been updated. The hcp was walked through troubleshooting over the phone but nothing was successful. The patient handset connected to the ins just fine/without issues and the healthcare provider (hcp) was able to make a few adjustments this way. It was reviewed it was likely something with the a610 and the comm manager having to be updated and that once tablet was connected to communicator with cord, and all necessary updates were performed, then everything was working as intended for future patients. Additional information was received from a healthcare provider (hcp) reporting that they were still having issues communicating with the ins. They kept getting a "searching for device" message and will not completely interrogate ins. Another tablet was used, along with using a cable, and it still didn't work. Further information indicated the patient's ins had another failed interrogation attempt on (B)(6) with another tablet and then again two days ago. They restarted the tablet, updated the apps, rebooted the tablet, and power cycle the communicator twice, but the issue did not resolve. They then reset the neurostimulator and re-attempted the communication with persistent "searching for device" message. The last time the patient communicated with the ins was yesterday. Once the manufacturer representative (rep) arrived at the office, the rep indicated that they were seeing the same "searching for device" screen with their tablet and communicator with and without the communicator cable. They confirmed the patient's handset was communicating with the ins and the patient still had therapy. It was then discovered that the patient's heart stopped at some point between the device implant in (B)(6) 2021, and the first programming session, around (B)(6) 2021. The rep reported that the patient's heart stopping was unrelated to the device or therapy. The patient had a pulmonary embolus that was apparently unrelated to the dbs surgery. Manual heart compressions were done but it was unclear if any external defibrillation was used. It was mentioned the patient had a chest x-ray at some point as well. Additional information was received from a manufacturer representative (rep) reporting that the patient was briefly externally paced (no defibrillation) on (B)(6) 2021, but it is not known where the pads were placed nor the current used. Ins replacement is planned due to the telemetry issue but the replacement has not been scheduled yet. There is no communicator that seems to be able to connect with the patient¿s device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the clinician was told by engineering not to pull logs for analysis. A different rep will be present when engineering resets device on (B)(6) 2022. Rep had no further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the device will be explanted and replaced on (B)(6) 2021. The device will be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp that the same issue was occurring again. The caller stated they were trying to connect to the patient's ins, and it will not connect; just continues to attempt to connect to the device with a percentage screen but never actually connects. The caller stated they had not had issues connecting with the tablet in that room with other dbs patients. The caller turned off the communicator and the tablet and put the tablet in airplane mode and out of airplane mode, but the issue persisted. The caller mentioned having an engineer come out in november to resolve this issue in the past. Tss redirected to healthcare it to pull any log files for analysis. An email was sent to dbs tech team for further guidance.

Event description:
Additional information was received from rep. This patient was seen in clinic by the provider. The clinician tablet would not connect to the ins but the patient programmer would. Engineer from engineering will be coming in early september to reset the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.